Event description:
An infusor overinfused. The unit contained 40mg of morphine hydrochloride and normal saline to a total volume of 36ml. The duration of infusion reportedly lasted approx. 2 days instead of the anticipated 3 days. Customer reports no adverse pt reaction.